Event description:
This distributor became aware on 10/11/95 of an incident that occurred involving a wire during a cardiac catheterization procedure. The wire was advanced through an entry needle & the coating sheared. A segment of coating detached in the pt. Removal of the detached coating was uneventful. The pt experienced no sequelae as a result of this event. Den 1007167.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device not used as labeled/indended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.